Event description:
It was reported that the patient experienced an issue with their pump, which was stopping insulin delivery and misreading the insulin cartridge. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the patient declined further assistance from technical support.